Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that they charged up the implant and now they can't get the stimulation to turn back on since today. Agent walked caller through turning stimulation on. Caller stated that normally, the implant 'cuts back on' but this time it did not. Pt stated they started charging the ins when it was in the green. Agent reviewed stimulation on/off. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.